Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had complained of experiencing left apical intermittent stimulation. When the device was interrogated, loss of sensing and capture were observed. The patient was scheduled for a lead revision procedure. Lead repositioning was not successful due to the helix not able to redeploy after retraction. The lead was instead explanted and implanted with no patient issues during the procedure. The patient was discharged and is doing well.